Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure the image quality was cloudy/grainy. A replacement device was used to complete the case, resulting in a 1-2 minute delay while connecting the replacement. There was a patient involved; however, they did not experience any adverse consequences.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: image quality was cloudy/grainy. Probable root cause: discolouration of image (ex. Blue tinge), fogginess due to moisture, damage to lens surfaces, obstruction within field of view, scope out of focus. Manufacture date is not known.

Event description:
It was reported that during a procedure the image quality was cloudy/grainy. A replacement device was used to complete the case, resulting in a 1-2 minute delay while connecting the replacement. There was a patient involved; however, they did not experience any adverse consequences.